Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, power on self-test and a review of the alarm log and service history were performed with no defects related to the reported problem observed. The reported condition could not be verified. If any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-67 alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.